Event description:
The customer reported that following the implementation of a fco by a philips field service engineer, the device's ibp/temp module was not functioning. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).